Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal hemostasis procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first three bands could not be smoothly deployed. Reportedly, there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device problem code a050501 for the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device and the ligator head were analyzed, and a visual evaluation noted that the trip wire was rolled in the handle assembly and it was found kinked. It was also noted that the trip wire was secured in the handle slot, the slack was removed properly. The suture loop was intact and a crimp was present on the trip wire. Additionally, the suture was attached to the trip wire. Additionally, three bands were returned attached on the ligator head but had overlapped on each other. The suture hole was intact and the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The trip wire bent/kinked could occur during the device setup securing the trip wire in handle slot and rotating the handle during the use of the device. Additionally, the ligator head teeth are damaged, the suture can be detached from its position and this condition could have impacted the bands deployment activity which could have caused the reported issue. Based on the evaluation of the returned device, these failures are likely due to handling and manipulation of the device. Additionally; it is very important to mention that during manufacturing the product is inspected to ensure its proper integrity and there is no control in how the units are handled at the field. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: block b5 (name of procedure).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal hemostasis procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first three bands could not be smoothly deployed. Reportedly, there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Additional information received on february 07, 2021. It was reported to boston scientific corporation that the procedure performed was esophageal variceal ligation (evl).